Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient's wife reported the patient was unable to move his legs and felt uncomfortable stimulation upon increasing the amplitude. Diagnostic system testing indicated high impedances on multiple contacts. Due to the impedance issue, the system was unable to be programmed to MRI mode in order to perform a lumbar MRI. Subsequently, surgical intervention was undertaken to explant the entire system. The physician noted the presence of a hematoma during the explant procedure.